Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval, therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum infusion pump under infused a lipid while on a pt in the pediatric care area. It was stated that the infusion rate was so low (<0.5 cc/hr), the sigma pump sounded a downstream occlusion alarm. The clinical nurse went on to speculate that the line on the set could be too thin and that they would normally use another set that is currently on back order it was also reported that there was no pt injury.